Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. Critical pump error (open book image) alarm triggered by pump error 53 (file number: 121, line number: 729) and pump 63 (file number: 643, line number: 490) alarms confirmed in the main error log using the adapt tool. Suspected the hw. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. Moisture damage was found on the motor. Pump error 53 and pump error 63 were due to corroded electronic assembly. The following were noted during visual inspection: minor scratched display window, scratched case, peeling serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 17-mar-2024 in the pump history file. (B)(6) 2024 21:51:57.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024 22:01:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2024 14:40:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 14:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 21:22:17.000 alarmalertnotification (40) faultnumber: overinfusionalarm (52) unable to perform functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat, or test for insulin flow blocked alarm/no delivery alarm and over infusion alarm due to critical pump error (open book image) alarm. Nodelivery alarm - unknown. Overinfusionalarm (52) - unknown. Critical pump error (open book image) alarm confirmed due to pump error 53 alarm and pump error 63 alarm. Pump error 53 alarm confirmed. Pump error 63 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.